Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to application of the following stress to insertion section: physical stress such as rubbing or hitting insertion section chemical stress by conducting reprocessing not recommended in IFU (reprocessing manual) stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.) The event can be detected/prevented by following the detection method as described in operation manual: chapter 3, 3.2. "Important information ¿ please read before use: warnings and cautions, and also in reprocessing manual: chapter 1, 1.4 and chapter 5." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the defect reported by the customer was not found during inspection. The device evaluation found the insertion section coating was peeling / had marking disappearance (greater than or equal to 1 x 1 mm squared). Additional findings include the following: the bending section cover adhesive was separated, the scope body was scratched, and the wire stopper angulation was not to specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope was leaking. Inspection and testing of the returned device found the insertion section coating was peeling / had marking disappearance (greater than or equal to 1 x 1 mm squared). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.